Event description:
The consumer reported that her pain was progressively getting worse ¿astronomically¿ on the lower back and the pain stems from the implant area. The patient reported that she had to use a cane again and pain medication was not working. The patient stated that therapy never worked for her and she wished she never had it implanted. The patient could not turn the implant on because her pain escalates. The patient reported a loss of therapy. The indication for use was spinal pain. No device issues reported. (B)(6)2020 rtg0064406 (con): additional information was received from the patient reporting that they had not used their ins for over a year and a half because it did not work for them. They stated that they were going to have the ins removed. When patient services asked when the ins stopped working they stated ¿maybe about six months after implant¿. (B)(6) 2020 patltr (con): additional information received from the consumer reported that the implant never really worked for what they needed. The patient still couldn¿t walk because of the pain. There were no changes in their activity or programming. The patient was waiting for a surgery to remove the device but it had been canceled due to covid.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: #evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction rpmwi1664 medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications. Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer; product ID: 39565-65, serial#: (B)(4), implanted:(B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, the consumer reported that her pain was progressively getting worse ¿astronomically¿ on the lower back and the pain stems from the implant area. The patient reported that she had to use a cane again and pain medication was not working. The patient stated that therapy never worked for her and she wished she never had it implanted. The patient could not turn the implant on because her pain escalates. The patient reported a loss of therapy. The indication for use was spinal pain. No device issues reported. On (B)(6) 2020, additional information was received from the patient reporting that they had not used their ins for over a year and a half because it did not work for them. They stated that they were going to have the ins removed. When patient services asked when the ins stopped working they stated ¿maybe about six months after implant¿.